Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that, incident 1: before transport to radiology, it was checked that the connection was properly screwed on. After the patient was transferred to the radiology table, the patient suddenly experienced a drop in blood pressure. It was then discovered that the connection of the three-way stopcock had come loose. Incident 2: during transfer from the operating table to the bed, circulatory collapse occurred and CPR was initiated. It was discovered that a three-way stopcock connected to the central venous catheter had come loose. The stopcocks involved in these incidents have not been retained material number: 394600 lot number: unknown received additional information from vigilance report form on 5/7/2026 12:40 pm what was the outcome for the patient/user? Could have caused death or serious deterioration in health more detailed description of the consequences for the patient user interruption of life-sustaining infusions. During testing, we have found that it may feel as though the coupling is tightly tightened, but that it then only requires the hose coupling to be turned a quarter turn for the coupling to come loose. Often, several three-way valves are connected in series, and it is not unlikely that these will be turned a quarter turn during, for example, a relocation.